Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that last month or two the patient has not been able to lay on her back, side or butt where the ins is because it is too painful. Last week, she started to have legs and pelvis pain so she went to the hospital because her healthcare professional though she had circulation issues. The patient stated that her leg (leg is on the same side as ins) just throbs. The caller mentioned that the hospital healthcare professional believes the caller needs the device removed because it is causing pain and may be on a nerve. The caller mentioned that she cannot find a surgeon to remove the device; patient services sent a healthcare professional listing. The caller also reported no falls/trauma. Additional information received on 2020-aug-03 from the patient stated that their incontinence has gotten worse as they going to the bathroom at night. They have appointment with urology to test then will have ins removed. The device has not been explanted. They will have to do bladder test first then will scheduled surgery for removal. The doctor believes that the ins causing pain could possibly be a be nerve problem. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they are not seeing a healthcare provider (hcp) yet but plan to soon because the symptoms are getting worse. The patient stated it still burns sometimes and they cannot lay on back without implant aching. The patient plans on having it removed. The patient is concerned something is seriously wrong. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device had not worked from implant and they are very unhappy with it. Patient is planning on having it removed. The patient is having trouble with their back and needs an MRI. The patient has to be careful how much they drinks or they will be getting up during the night and flows before getting to the bathroom. When the patient lays on their back, it aches and burns at the stimulator site. Patient has found a doctor that wants to remove the stimulator and perform surgery to help their bile and urinary incontinence. The pain and burning at the implant site started 6-7 months ago. They have had a lot of troubles with their back that started 2-3 months ago, and they don't know what is causing the pain in back. When the patient gets up, sitting is really bad. When they get up, they have burning and pain in legs. Patient got a letter from the manufacturer back in june with doctor's that work with our devices. They are confused on if they should go to a doctor familiar w ith the manufacturer or an orthopedic. The patient was redirected to their healthcare provider to further address the issue to figure out what kind of doctor would be best to see based on their issues and plan they are trying to obtain.